Manufacturer narrative:
Per investigation, it appears that the second hospital only sterilized the set, and the initial hospital didn't clean the set before it left the hospital. No impact on patient outcome reported.

Event description:
A medtronic representative reported after sterilization and registration, a piece of tissue was discovered after the k wire was inserted through the trocar guide. No impact on patient outcome reported.